Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered vaginal shortening, pain, urinary problems, bowel problems, recurrence and dyspareunia.